Event description:
There was an allegation of questionable ca2 calcium gen.2 and crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c 702 module. The initial calcium result was 7.2 mg/dl and the initial creatinine result was 0.15 mg/dl. The results were reported outside of the laboratory. The doctor questioned the results and the sample was repeated. The repeat calcium result was 9.2 mg/dl and the repeat creatinine result was 1.09 mg/dl. The repeat results were deemed correct. The calcium reagent lot number is 67147801 and the expiration date is 31-jan-2024. The creatinine reagent lot number is 66859601 and the expiration date is 31-jul-2023.

Manufacturer narrative:
Calibration for calcium was last performed on (B)(6) 2023. Calibration for creatinine was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace showed abnormal sample probe aspiration and sample foam detection alarms. The field service engineer (fse) found that the sample probe was bent and replaced it. A sample probe check was aligned and precision, mechanism, and hardware checks were performed successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.